Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 79-year-old female in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. At conclusion of case, impella weaned and explanted. The 14f sheath was removed, but perclose unsuccessful in obtaining hemostasis and patient developed hematoma. Manual pressure and a balloon tamponade insertion was performed to achieve homeostasis.